Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power to the pump and the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, the pump black box history was reviewed and showed no pump reboots. A visual inspection of the pump showed no damage to the battery compartment. The battery was observed to be worn on the top; the battery cap threads were not damaged and the cap was able to tighten securely to maintain an electrical connection. The pump powered on normally and exercised for 24 hours with the returned battery cap with no power loss. The complaint of power loss was not duplicated during investigation.